Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed for a battery out limit. The blood glucose reading was 527 mg/dl. The customer was treated with manual injections and had been off of the insulin pump for a couple of days. The mother was advised that it was normal insulin pump behavior to alarm after the battery was out for a couple of days. The mother was assisted in clearing the alarm.